Manufacturer narrative:
(B)(6). Date of postoperative pain development is unknown. This report is for one (1) unknown plate. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Implanted on an unknown date. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of one (1) 3.5 mm fully threaded cortex screw and one (1) 4.0 mm partially threaded cannulated screw on (B)(6) 2017 due to pain from their left ankle. The construct initially implanted on an unknown date included one (1) partially threaded 4.0 mm cannulated screw, one (1) 3.5 mm fully threaded cortex screw with an adjacent construct of one (1) unknown plate and unknown number of unknown screws. Both, the cannulated and the cortex screws were intact and no malfunctioned or deformities were observed on these screws. The plate and screw construct was described to be intact as well. Since the patient pinpointed the pain to the area where the cortex and cannulated screws were located, the surgeon decided to remove these two screws and associated them to be the reason for pain. The removal of the construct was conducted solely due to pain experienced by the patient. As per the surgeon, the patient will be fine. The removal procedure was completed successfully without any complications or surgical delay. Patient was not revised to another construct. This report is for one (1) unknown plate. This is report 3 of 4 for complaint (B)(4).